Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. E.1. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that during use the stopper is discovered to be defective with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: our complaint concerns the bd syringes 50ml. Rubber in the syringe is destroyed, it does not close completely around the barrel. The product is used to draw up cytostase.